Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, every 4th day, discontinued) and fortum injection (1gm, once a day, discontinued) for peritonitis. The patient was discharged from the hospital seven days after admission and was recovered from the peritonitis event the same day. Pd therapy was ongoing. No additional information is available.